Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which required drainage. During the procedure with a thermocool smarttouch sf catheter, the patient experienced a cardiac tamponade treated with drainage, and the blood pressure stabilized. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product indicated that the beliefs that the cause was mistakenly advancing the catheter into the left atrium appendage (laa) instead of the left pulmonary vein (lpv). No abnormalities observed prior/during the use of the product. No contents and results of clinical examination or medical history/treatment/other diseases currently being treated, etc. Noted. Additional information was received on 14-apr-2025. There were no error codes. Blood pressure decreased and pericardial effusion was confirmed with intracardiac echocardiography (ice). The event occurred while ablating the left pulmonary vein ridge. The event was treated with drainage, since the blood pressure stabilized, no surgical intervention was performed. Additional information was received on 21-apr-2025. The outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. The event occurred during the ablation phase. No relevant tests/laboratory data or other relevant history/preexisting condition available.. Additional information was received on 02-may-2025. Fully recovered (no residual effects). Did not require extended hospitalization. No steam pop reported. Irrigation flow settings were pre: 1 sec and post: 1 sec. Transseptal puncture was performed with rf needle.

Manufacturer narrative:
The investigation was completed on 29-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31518569l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).